Event description:
Health care professional reported right side "deflation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken fill channel, wear abrasion, crease flat, red particles in the surface of the shell. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify a broken sharp/crack in the fill channel. Based on the device analysis the final assessment is: a broken sharp in the fill channel assessed as an unidentified (tear) opening. A crack on diaphragm valve due to cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.